Manufacturer narrative:
Only the peritoneal catheter component of the shunt kit was returned; the catheter was returned in 3 segments measuring approx 59 cm, 41 cm, and 8 cm, respectively. It is unk how or when this damage occurred. The initial report stated that the product was found to be broken when the packaging was opened prior to its use with the pt. However, proteinaceous debris was present on the returned device. This suggests that the device did come into contact with the pt. The returned segments of the catheter met all requirements for patency, leak, tensile, and elongation testing. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that upon opening the product packaging, the physician found the device was broken. The report states that the device was not implanted in the pt and that a new product was opened to complete the procedure. According to the report, the pt did not incur any injury as a result of the event and was "overall ok" following the procedure.